Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual and x-ray analysis did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the right atrial (ra) lead was not able to pace. Therefore, the physician elected to implant another lead instead. The patient was in stable condition.